Event description:
It was reported that a user experienced elevated blood glucose beginning overnight and stated the infusion set tubing ¿broke off,¿ after which a guided infusion site change was completed and a replacement infusion set was arranged. Symptoms included hyperglycemia with user distress. Outcomes included no injury, no hospitalization, and restoration of therapy after site change. Investigation included user troubleshooting and education by support staff with multiple follow-up attempts. Investigation of this case revealed that the cause of hyperglycemia was unclear; a suspected infusion set or tubing disconnection was reported by the user, but no device alarms, diagnostic data, or hardware were available for evaluation. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to unavailable evidence. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.